Event description:
The following report was received from the affiliate: during a coronary intervention, the device (cypher select 2.50 x 18 mm) stent broke while crossing through a calcified lesion. There were no reported injuries to the pt. Additional information has been requested and has not been forthcoming.

Manufacturer narrative:
During an interventional procedure, the "stent shaft" of the 2.5 x 18 mm cypher select broke while crossing through a calcified lesion. There was no pt injury reported. Additional information has been requested, but has not been forthcoming. Based on the limited information provided by the account, it is possible that lesion characteristics contributed to the stent damage. The device was returned for evaluation. A non-sterile 2.5 x 18 mm cypher select was received coiled inside a plastic bag. The stent was still mounted on the balloon; the proximal stent struts were uplifted and flared. The shaft presented no damages. Inflation media residues were observed inside the inflation lumen. The crossing profile of the stent was measured, and it was within specifications. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The reported broken stent was not confirmed, as neither the stent nor the stent delivery system (sds) were broken. The exact cause of the damage on the stent could not be conclusively determined; however per the event description, procedural factors might have contributed to the stent condition. This file has been re-accessing as per the similar device reportability criteria implemented by cordis corporation on 12/15/2006. The MDR determination has changed from not reportable to a reportable event, as the device is considered to be similar to the united states product cypher sirolimus-eluting coronary stent. Device (lot # i0506112) is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.